Event description:
It was reported that during use on a patient the repair replacement cardiosave intra-aortic balloon pump (iabp) was overheating. The unit was able to restart normally, but it was replaced with a spare cs300 just in case. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue when the unit was restarted. The fse replaced the unit for another for precautionary measures, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6).